Manufacturer narrative:
Three attempts were made to obtain additional information regarding the reported complaint, but the customer did not provide any additional information. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device was manufactured on 03-aug-2015 and purchased on 24-nov-2015. No repairs made by olympus were documented in the last year. Based on the inspection and evaluation of the device, it appears that the loss of image was caused by the ccd cable being kinked and/or broken. The kink/breakage may have been caused by interference between the bending segment and the ccd cable inside of it, due to stress applied to the bending section during insertion and withdrawal to/from the trocar. The device also showed evidence of unauthorized repairs performed by a 3rd party other than olympus. This may have contributed to the reported issue. The IFU contains important information on these two points: 1)important information ¿ please read before use: prohibition of improper repair and modification: equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. 2) important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device image goes off when the bending section was angulated. The device was observed with intermittent image. Dents were observed on the bending section and the unit was found with a non-standard ¿a-rubber¿ unit, detached on both ends. The angulation was observed to be very low, stiff and the insertion tube failed the isolation test. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported failure likely attributed to users maintenance and device handling issue.

Event description:
It was reported that during an unspecified procedure the device exhibited loss of image. The picture goes out every time the tip was manipulated. There were no further details provided regarding the reported event. No patient impact or harm was reported.